Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s ins had migrated since implant ((B)(6) 2017). The patient stated that, since, they had gotten therapeutic benefit as they leaked ¿like a faucet¿. They had a urinalysis done yesterday but had not heard back from their doctor about the results. There were no further complications reported or anticipated.